Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 760 mg/dl. The customer was admitted to the hospital. Customer caused of hospitalization was diabetic ketoacidosis and high blood glucose. Customer is currently in hospital being treated with fluids and insulin drip. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.